Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2018.

Event description:
It was originally thought that the patient underwent a pump exchange on (B)(6) 2028; however, the account later indicated that this information was reported by mistake and that no pump exchange took place. There was no device issue or adverse event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. It was originally thought that the patient underwent a pump exchange; however, the account later indicated that this information was reported by mistake and that no pump exchange took place. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. G, is currently available. Although no adverse events were reported, this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.